Event description:
A nurse reported that after an intraocular lens (iol) was implanted, there was an unexpected postoperative refractive outcome. The patient was not happy with the vision. The iol was exchanged seven weeks after it was initially implanted. In a follow up, the surgeon reported that the unexpected outcome was minimal and the patient was unhappy with the overall vision.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A partially completed questionnaire was received on (B)(6) 2014. (B)(4).